Event description:
The external pulse generator was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: it was noted that the generator failed its incoming vxi testing due to interconnect flex intermittent operation. Analysis also found the upper and lower cases were broken and contaminated, the heart wire block, battery drawer, battery latch, bail covers, ring cover, o-ring battery latch and heart wire contacts were contaminated, the battery contacts were discolored and the interconnect flex had intermittent operation. (B)(4).